Manufacturer narrative:
The investigation determined that higher than expected vitros k+ results were obtained from a single vitros calibrator kit 32 level 1 fluid, lot: 3222 using vitros k+ slide lot: 4102-0857-3923 on a vitros 5600 integrated chemistry system, which breached potential health and safety criteria. The assignable cause of the event was the calibrator 32, lot: 3222 level 1 fluid used to perform the calibration events. The calibrator level 1 average response was atypical when compared to the expected responses. Acceptable vitros k+ performance was obtained after calibrating with an alternate set of calibrator kit 32, lot: 3222 fluids. It is unknown what caused the performance issue with the calibrator kit 32, lot: 3222 level 1 fluid. A performance issue with the vitros k+ slide lots: 4102-1096-7827 and 4102-0857-3923 did not likely contribute to the event as acceptable vitros k+ performance was obtained after recalibrating with an alternate set of the same lot of calibrators. The investigation found no indication that either vitros 5600 integrated system contributed to the event. Acceptable vitros k+ performance was obtained after recalibrating with an alternate set of the same lot of calibrators, with no additional actions taken to optimize the vitros instruments.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros k+ results were obtained from a single vitros calibrator kit 32 level 1 fluid, lot: 3222 using vitros k+ slide lot: 4102-0857-3923 on a vitros 5600 integrated chemistry system, which breached potential health and safety criteria. Vitros calibrator kit 32, lot: 3222 level 1 vitros k+ results of 6.15 and 6.12 mmol/l vs. The vitros assigned value of 1.00 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Patient samples were not affected and there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).